Event description:
A customer reported unintended downward gantry movement furing laser assisted cataract surgery. Add'l info has been requested.

Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).